Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded a high, out of range shock impedance. A guidant technical services (ts) consultant discussed reviewing the daily measurements to see when the impedance started trending upward and considering a low energy 1.1 joule and maximum energy shock to verify the lead integrity. The recall/advisory regarding this ICD was also discussed.